Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump was unable to prime. The incident was reported via phone call. Blood glucose at the time of incident was 304mg/dl. The customer stated that the piston rod stopped working and it was moving up/rewinding on its own. She would use a pencil to push it back down and it would prime. And finally it just would not move at all. The customer stated that she did not get any kind of error alarm. It was noted that the customer was in the hospital for heart surgery. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.